Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient information will be provided.

Event description:
It was reported that the pump infused the unspecified medication too fast. The event occurred in the pulmonary unit. There was no patient harm.